Manufacturer narrative:
The device was not returned to zoll medical corporation; the suspect processor/bridge/pace board was removed and returned. The customer confirmed that replacing the board resolve the malfunction, however, testing of the board was unable to duplicate the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.